Event description:
Information was received indicating that a smiths cadd-ms® 3 ambulatory infusion pump displayed a continuous alarm that the push rod must move forward. The alert was not able to be resolved even after following the proper displayed steps. Therapy was provided using a backup pump and a replacement was issued. There was no reported injury to the patient.

Manufacturer narrative:
Additional information: concomitant medical products. One cadd ms3 pump was returned for analysis. Investigator's was unable to duplicate the customer's stated problem. During investigation a cartridge was loaded, and the device ran for an extended amount of time with no issues occurring. The pump operated properly, and no problem found.